Event description:
Journal ref: anheim m, batir a, fraix v, et al. Improvement in parkinson disease by subthalamic nucleus stimulation based on electrode placement: effects of reimplantation. Arch neurol. 2008;65(5):612-616. The objective is to evaluate whether reimplantation of electrodes in the stn can produce improvement in pts with poor results from surgery and with suspected electrode misplacement based on imaging findings. Reportable event: the only adverse effect of reimplantation was transient postoperative infection necessitating removal of the stimulator and extension lead, followed by reimplantation 2 months later with no sequelae. See mfg report 2182207200803751.

Manufacturer narrative:
.